Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old male patient, the device inappropriately delivered a shock to a conscious patient. Complainant indicated that the patient sustained a circular burn mark to the midline of the chest. No information was provided on the degree of burn sustained by the patient.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation. The customer's report of inappropriate shock delivered to conscious patient was attributed to the device being used incorrectly. The customer stated that the patient was alert and conscious during the event. The r series operator's guide states that the r series system is indicated for defibrillation of victims of cardiac arrest where there is an apparent lack of circulation as indicated by unconsciousness, absence of breathing, and absence of pulse. The device passed bench handling and analyzing/defib stress testing without any faults identified. The customer's report of the burn sustained was attributed to poor coupling. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of sparking/arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicate that the patient sustained a circular burn mark to the midline of the chest. No information was provided on the degree of burn sustained by the patient.